Event description:
During preparation for use, it was reported that the hand piece was leaking from the cutter release button. There was no patient involvement and no delay to the procedure. There are no adverse consequences reported as a result of this event.

Manufacturer narrative:
The product evaluation is expected, but has not yet begun.